Event description:
A malfunction alarm with the code malf 12 was reported, and a fault ID was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes occur.